Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
The complaint received states that when the product was opened, the tip of the atw guidewire was kink/bent and unraveled / stretched. There are no procedure, patient or lesion details available. When the physician opened the package, he found the tip of the guidewire was kinked and stretched. The product was exchanged to complete the procedure. There was no report of injury for the patient. One non-sterile atw marker guidewire was received in a plastic bag. It was noted that the distal tip presented some bents and an unraveled section. The unit was inspected under microscope and the bent and unraveling conditions were confirmed. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01790963. This packaging lot contained 420 units, which were shipped from lake region medical limited on (B)(4) 2009. The history records indicate this product was final inspection tested at lake region medical (B)(4) and was determined to be acceptable. The complaint reported by the customer as: ''guide wire-unraveled/stretched'' was confirmed due to the received condition of the product. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event as reported. The complaint reported by the customer as: ''guide wire- kinked/bent-prior to use'' was confirmed due to the received condition of the product. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event as reported. The records indicated that the product met specifications prior to shipment; therefore, no corrective or preventive actions will be taken at this time. The complaint reported by the customer as: ''guide wire- kinked/bent-prior to use'' was confirmed. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the very limited information does not suggest what factors may have contributed to the confirmed failure.

Event description:
It was noted that the tip of an atw marker guidewire stretched. When the physician opened the package, he found the tip of the guidewire was kinked and stretched. The product was exchanged to complete the procedure.